Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a heart transplant on approximately (B)(6) 2014. The vad coordinator also reported that the patient experienced an elevated lactate dehydrogenase level. No further information is known at this time. A pump evaluation has been requested due to suspected thrombus formation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.